Event description:
It was reported the patient had a revision done in (B)(6) 2012 for a new battery.

Manufacturer narrative:
Concomitant products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v184846, implanted: (B)(6) 2009, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v245967, implanted: (B)(6) 2009, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).